Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the left common femoral artery using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to an 18fr sheath. Reportedly, a cuff miss occurred. Two additional proglide devices were successfully placed using the preclose technique. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.